Event description:
A dura-guard implant card was returned to bio-vascular, inc. Indicating that this product was used for an ophthalmic procedure. Bvi followed up with the clinic to obtain more info. The dr explained that this product was used for a glaucoma wrap procedure on the left eye. The device was implanted on 03/20/96. The pt experienced conjunctival inflammation and the dura-guard was explanted on 09/04/96. Pt doing well.